Manufacturer narrative:
(B)(4)\. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due low blood glucose on (B)(6) with blood glucose 20 mg/dl and at the time of incident blood glucose was 26 mg/dl and current blood glucose is 125 mg/dl. The customer treated their high blood glucose with food. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The customer reported that the insulin pump was not working and delivering to much insulin. The insulin pump will not be returned for analysis.